Manufacturer narrative:
H10: during follow up with the philips key market (km), it was reported that the issue occurred during testing, and that the patient was not harmed. The km also specified, that the issue was for a low leak, co2 rebreathing risk alarm. It was reported that the motor control pcba was replaced to resolve the issue. The device was returned to service.

Manufacturer narrative:
E: (B)(6). Reporter phone :(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "loop blocked" alarm, and there was no air. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing